Event description:
The physician experienced difficulty in advancing a coronary stent with delivery system through the pt's circumflex artery. It is not clear whether the physician purposely or inadvertently retracted the protective sheath, which subsequently resulted in the stent embolizing in the pt's left main coronary artery. Although blood flow continued to be adequate, the decision was made to send the pt for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.